Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. This event is related to MDR # 1810909-2020-00161.

Event description:
The customer reported that she ran a control test and obtained a reading of 266 mg/dl at 1:24 p.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. The customer also returned suspected control solution lot # 9bw2c20. However, it was determined that the returned control solution was contour control solution not contour next control solution. As per contour next one user guide, "use only contour next control solution (level 1 and level 2) with your contour next one blood glucose monitoring system. Using anything other than contour next control solution can cause inaccurate results." Therefore, the returned meter and test strips were tested with the in-house contour next control solution lot # 9bv2g39. All control readings obtained during in-house testing were properly marked as control test. The cause of the issue was associated with a customer education issue as the customer was using incompatible control solution.